Manufacturer narrative:
(B)(4). Date of event, estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device unpackaging and prior to use the very proximal end of the 2.5 x 38 mm xience pro x stent delivery system (sds) shaft was broken and separated. There was no patient involvement. The device was not used. A different device was used in the procedure without reported issue. No additional information was provided.